Event description:
It was reported that the patient felt a -thumping- in the chest which was due to diaphragmatic stimulation. There was no capture at high outputs in all three configurations. A chest x-ray revealed dislodgement of the left ventricular lead. The system was programmed to right ventricular pacing only.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.